Event description:
Two (2) davinci sureform 60 staplers worked without issue for the first firing, but then would not work for subsequent firings even following a thorough troubleshooting effort by the operating room staff. Both were the same lot number. FDA safety report ID# (B)(4).